Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) had error 352.6700 on syringe 8110. He has replaced force sensor assy. But the issue was not resolved. I recommended him to replace logic board. Assisted with part number and transferred to com for pricing. (B)(6) will replace logic board.